Event description:
Pt presented with chest pain, non specific EKG abnormalities and elevated troponin. Pt was admitted to ICU for possible unstable angina/ acute coronary syndrome and treated with lovenox, nitroglycerin and beta blocker for observation.